Event description:
The device was returned to bench repair where it was found to have a speaker malfunction and no audio on the device. The device was not in use at the time of the event. There was no patient involvement. No adverse event was reported.